Manufacturer narrative:
The device was reported as being unavailable for return and evaluation by cytophil. A review of complaint records revealed there are no other complaints reported with this device lot to date and there has been one (1) previous complaint where dyspnea and swelling has occurred with the implantation of renú voice. The results from cytophil's review of the pertinent manufacturing and sterilization records confirm the devices were manufactured to specifications. Product labeling and risk management contain appropriate information regarding edema (swelling of the throat), airway compromise, and breathing difficulty. Cytophil is awaiting further follow-up from the facility regarding the event, device status, patient status, and additional follow-up questions to better understand the incident and its outcome. A follow-up report is to be provided.

Event description:
The facility reported a patient who was admitted to their digestive surgery department for a nephrostomy tube change was given an injection of renú voice on (B)(6) 2021 for vocal cord diplegia. The patient presented with progressively worsening inspiratory dyspnoea and was transferred to the surgical intensive care unit at 5am on (B)(6) 2021. The facility reported an ent fibroscopy revealed a complete closure of the vocal cords with subglottic oedema leading to an iot of the patient on june 06, 2021. (Ref. (B)(4))

Manufacturer narrative:
It was confirmed the device is unavailable and that the lot number is p008-00122. The date of the injection procedure and subsequent transfer to the ICU and fibroscopy were also confirmed. Responses to subsequent follow-up questions and additional details have yet to be provided. Cytophil is awaiting further information from the facility regarding the event, patient status, and additional follow-up questions to better understand the incident and its outcome. A follow-up report is to be provided. (Ref. (B)(4)).

Manufacturer narrative:
Block e information updated from vigilance reporter to the physician performing the injection. The physician who performed the renú injection reported the injection technique used was the percutaneous method and the renú device packaging and syringe were confirmed to be in good condition and not damaged. The patient had a nephrostomy tube replacement procedure performed around the same time as the renú injection procedure. The physician reported that the patient presented with signs of respiratory distress twelve (12) hours after injection of the renú implant and was treated with IV corticosteroids for twenty-four (24) hours. This was reported to help reduce the edema, but the patent had to be intubated due to signs of exhaustion. The patient's edema was resolved thirty-six (36) hours later and was reported to have been discharged in "good general condition" and had no further episode of respiratory distress. The renú device remained implant in the patient and there were no signs/symptoms of infection noted with the observe edema. Additional follow-up is in process and is pending response from the physician. An additional report will be provided. (Ref. (B)(4)).

Manufacturer narrative:
Good faith efforts were made to obtain patient and incident information. The physician reported the patient's nephrostomy tube replacement procedure was performed independently of the renú injection procedure and the renú injection procedure occurred outside of the operating room. The patient was also reported to have cirrhosis and chronic renal failure. Cytophil has concluded its complaint investigation and is unable to definitively determine the root cause of the reported incident. The results of cytophil's review of the pertinent renú voice device manufacturing records confirm the devices were manufactured in accordance with specifications. The physician confirmed the renú device remained implanted in the patient and there were no signs/symptoms of infection noted with the observed edema. It cannot be determined if the renú injection procedure/implant caused the reported outcome, as the patient was reported to have cirrhosis and chronic renal failure and both conditions are accompanied by fluid retention within the body. When having underlying edema, due to chronic health conditions, a patient may be more prone to have laryngeal edema occur post an injection procedure. Edema of the larynx (swelling of throat), airway compromise, and breathing difficulty (dyspnea), are also known potential complications of the renú voice injection procedure. The renú IFU contains pertinent information (e.g., warnings) regarding edema of the larynx (swelling of throat), airway compromise, and breathing difficulty (dyspnea). The associated complaint is being closed and will be tracked and trended. (Ref. (B)(4)).